Event description:
It was reported that this right ventricular (rv) lead connected to a pacemaker, exhibited undersensing of premature ventricular contractions (pvc) that landed in the atrial noise window, causing inappropriate ventricular pacing after the pvc. Additionally, the rv intrinsic amplitude was noted to be out of range. Reprogramming options were recommended by technical services (ts). No adverse patient effects were reported. This lead remains in service.